Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported a cardiac surgery as the nature of the procedure. Customer stated that a pharmacy technician retrieved the undisclosed required medication. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported a cardiac surgery as the nature of the procedure. Customer stated that a pharmacy technician retrieved the undisclosed required medication. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the caused could be traced to a recently installed operating system update. The field service engineer followed knowledge article 000016103 - medes & pases - medapplication fails to launch following 2022-11 cumulative update. The operating system update was removed by the field service engineer. Device confirmed operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4, d5, e3, g1, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 23-dec-2020 to 23-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding in middle of a case due to windows update. The field service engineer reverted the windows updates to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported a cardiac surgery as the nature of the procedure. Customer stated that a pharmacy technician retrieved the undisclosed required medication. Patient or user harm was not reported.